Event description:
Boston scientific received information that this right ventricular (rv) lead had a pacing impedance measurement of approximately 1300 ohms in bipolar mode. The pacing threshold had also increased, and the rv amplitude could not be measured. A fracture was suspected. No specific patient effects were reported.

Manufacturer narrative:
An invasive surgery was performed and the system was revised. After the revision, measurements were within the normal range. No further patient effects were reported.

Manufacturer narrative:
The related device was changed to unipolar pacing mode and a revision procedure was scheduled. This report will be updated once additional information concerning the revision becomes available.